Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (re-stenosis).

Event description:
During the index procedure an endeavor sprint drug eluting stent was implanted in the lad and a driver bare metal stent was implanted in the saphenous vein graft to the om1. Approximately 13 months post index procedure, revascularization was performed and a drug eluting stent was implanted to treat in-stent restenosis in the saphenous vein graft to the om2.